Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve, the physician encountered resistance while introducing the valve through the 14fr e-sheath. Upon exiting the e-sheath, a bent stent strut was observed. Despite this, the decision was made to proceed with the procedure, and the valve was advanced and deployed without any issues. The device was subsequently discarded at the hospital. Imagery provided showed that there was one (1) strut bent outward at the inflow. After valve deployment, the one (1) bent strut remained.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Provided imagery showed that the patient's access vessels had the presence of calcification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event was confirmed based on imagery provided. Available information suggests that patient factors (calcification) and/or procedural factors (high push force) likely contributed to the event as reported "during a tavr procedure using a 26mm sapien 3 ultra resilia valve, the physician had encountered some push force during the introduction of the valve through the 14fr e-sheath. Once the valve exited the e-sheath, a bent stent strut was observed" and per 3mensio, the patient's access vessel has calcification. Calcification can reduce the vessel lumen diameter and may increase restriction, leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.